Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was successfully loaded on the first attempt. The valve was deployed and it was noted that the valve was under-expanded and slightly above the basal annular plane. The valve was recaptured and redeployed. Upon re-deployment, an infold was noted. The valve was recaptured and removed from the patient. A balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) balloon. A new valve was loaded and deployed in a good position. Mild paravalvular leak (pvl) was noted and a post bav was performed with a 23 mm balloon reducing the pvl to trace. It was reported that the target implant depth was 3 mm and the cuspal overlap technique was used. No adverse patient effects were reported.